Event description:
Boston scientific crm received info that this OEM manufactured right atrial (ra) lead had dislodged. Additionally, the pt had been experiencing diaphragmatic stimulation. The OEM ra lead was successfully repositioned. No adverse pt effects were reported.